Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of insulation damage to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. No material missing and no thermal damage was observed. Electrical continuity was tested and passed. The root cause is attributed to a component failure. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). A review of the provided image by a failure analysis engineer (fae) was completed: "it is difficult to confirm from the photo if there is any damage to the insulation. The internal wire does not appear to be exposed but the instrument would need to be returned to take a closer look and confirm. The root cause of the failure mode cannot be confirmed without the returned device.". This complaint is being reported based on the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument had peeling of insulation on the conductor wire. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the instrument was not inspected prior to use. There was no thermal damage or arcing occurred during the last usage. The instrument also did not have any functional issue during its last use. The damage was identified by a person in charge of sterile reprocessing. The internal wire from the black cable was not exposed.